Manufacturer narrative:
The lead was not returned for analysis. This report is thus based on the analysis of the ICD itself. The ICD was received and analyzed. The memory content of the ICD was inspected, confirming the clinical observation. On (B)(6) 2021 the shock impedance was normal, however, it showed values greater than 150ohms on (B)(6) 2021. The header of the ICD was inspected in detail, revealing no anomalies. There was no indication of a material or manufacturing problem. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In a next step, the impedance measurement functions of the ICD were tested and worked as expected. In conclusion, the ICD was fully functional. There was no indication of a device malfunction. The clinical observation was not reproducible.

Event description:
Eight days after implantation it was reported that the shock impedance was too high. The ICD was explanted.